Manufacturer narrative:
(B)(4)

Event description:
It was reported that asymptomatic patient presented in-clinic for follow-up, and noise episode on the atrial channel was seen. Based on the low-level noise, programming change was made. The patient will continue to be monitored.